Event description:
Customer stated he first started using product on friday (B)(6) 2011. He used product for about 4 hours on friday and 4 hours on saturday. He stated product was used on right wrist. Customer stated that sunday his wrist began to swell and he got blisters. He stated he went to the (B)(6) hospital on (B)(6) 2011. He stated he got cortisone shots and has been taking antibiotic. He stated the swelling has gone down. He stated he is not allergic to latex.

Manufacturer narrative:
Evaluation method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.